Event description:
It was reported that the bd vacutainer® one use holder had a defect thus making it unable to attach. The following information was provided by the initial reporter, translated from french to english: several of our samplers have reported unusable pump bodies. In fact, the orifice of some pump bodies receiving the needles is blocked.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: bd received samples for investigation. The customer samples were evaluated by visual examination and the indicated failure mode for inability to attach with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode inability to attach. Bd determined that the root cause of the indicated failure mode was because there was excess plastic over the thread bowl area on the device. This is caused by cavities in the production process getting blocked with material. This issue is rectified by cleaning the tool of excess plastic or replacing the cavity in the tool. Retain samples are then checked back to three clear boxes and any product found with the defect is scrapped. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Manufacturer narrative:
In this MDR, date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® one use holder had a defect thus making it unable to attach. The following information was provided by the initial reporter, translated from french to english: several of our samplers have reported unusable pump bodies. In fact, the orifice of some pump bodies receiving the needles is blocked.